Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/15, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in specification. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.